Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a casing/condition (external component issue) issue. The reporter stated that the pump battery cap could not be detached from the pump. It was alleged that the cap continuously spun in place on the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 04/09/2014-device evaluation:the pump has been returned and evaluated by product analysis on 03/25/2014 with the following findings:during a visual inspection of the pump, no damage was found to the battery compartment or casing. The returned battery cap threads were damaged, and the cap did not secure properly to the pump. The battery cap contact dimensions measured within specifications. A test cap secured properly to the returned pump.